Event description:
It was reported that during an exploratory laparotomy procedure, dr. Requests a linear ntc cutting stapler and other supplies, which are delivered to the surgical table. The recharge is mounted on the cutting linear gun, verifying that it emits the click. However, when used in surgery, the mechanism that triggers the blade and staples does not advance. Another refill is requested, which is mounted in the same way, and when activated, it works without problem. The procedure was successfully completed and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch # 352d94. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with the left gripping surface damaged, making the reload nonfunctional. The reload returned unfired with the swing tab in the locked position. No functional testing was performed due to the condition of the reload. In addition, a tyvek returned along with the reload. The event reported was confirmed and is related to improper use of the device, consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 352d94, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.